Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por) during the patient¿s radiation therapy. The device was reprogrammed back to the previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated a power on reset occurred. A critical ram parity error occurred on 2015 (B)(6).